Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the distal right coronary artery (rca). Following one pass with the oad on low speed, the device stopped functioning. The device was removed and a perforation was noted. Balloon angioplasty was performed and a covered stent was placed to resolve the perforation and the patient was discharged in stable condition.